Event description:
It was reported that the intermittent catheter labeling seemed off. Some of the intermittent catheters were bigger in diameter and some were the correct size. The patient could not tell the size until they used them. The patient also sometimes had bleeding. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the intermittent catheter labeling seemed off. Some of the intermittent catheters were bigger in diameter and some were the correct size. The patient could not tell the size until they used them. The patient also sometimes had bleeding. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿operator error ¿. It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because instruction for use could not have prevented the reported failure. The device was not returned.